Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The patient claimed the ins was leaking battery acid and the only statement the patient made was he didn¿t feel the doctor implanted it correctly. The patient did not make any stimulation or therapy complaints. The manufacturer¿s representative (rep) further reported that she met with the patient on the day of the report and the patient was in overdischarge. It was noted the patient had been in overdischarge in 2011 and a trickle charge was performed and the patient was educated at that time. The patient refused to let a trickle charge be performed. He stated he hadn¿t used his ins in years and wanted it out. When the patient was asked about when the ins started leaking battery acid he stated that his primary care doctor mentioned it may be leaking because the patient did have burning at the site which started in (B)(6) of 2014. The rep. Further noted the patient was very thin and there was a little redness near the ins site. It was possible the leads were rubbing him and caused the site to be sore. The leads were palpated through the skin, however, the burning started in (B)(6) of 2014 and the ins had been dead for years; the rep. Thought it wasn¿t device related. The patient was getting the ins removed the month of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. (B)(4).